Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no physical damage. A functional evaluation was performed on the returned device and found the mdu worked as intended. No issues were found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include an internal short. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that after a procedure, the mdu had smoke and a burning smell. There was no patient involved.